Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site and subsequently was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
Per the surgeon, the granulation tissue build up at the abutment site was cauterized twice. The patient will continue to be clinically managed by the health care provider. This report is submitted on may 28, 2018.